Manufacturer narrative:
MFR ref no: (B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 322 which was not reproduced. Sys error 322 was confirmed through review of the event history log. Eval found the upper link switch on the upper auxiliary was the failing component. The auxiliary assembly was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum infusion pump displayed sys error 322 in the coronary care unit. It was also reported that there was no pt injury.